Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no fault found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation device being used outside of a procedure. It was reported that the rep booted the system up and after being powered on for a few minutes, the main cart unexpectedly shutdown. He said he did not hear the battery backup noise or see the blue light flashing on the power button. Checked self test and showed connecting and charging. Disconnected from the wall and it stayed on backup battery. When he connected the system back to the wall the camera cart stayed at connection lost. He is going to leave this system powered on while covering another case to see if the issue replicates. There was no patient harm or additional complications reported or anticipated as a result of the event.